Event description:
Same case as MDR# 2134265-2012-02989. It was reported that during a stenting treatment procedure, vessel perforation occurred. Access was obtained via the right femoral artery. The 100% stenosed, de novo, eccentric lesion being treated was located in the mildly tortuous, non-calcified right posterolateral branch (rpl). Using a 182cm graphix guide wire and a non-bsc guide catheter, the lesion was predilated. Then, the physician implanted a 12mm x 2.25mm ion stent in the target lesion. After deploying the stent, the stent balloon catheter was removed and a perforation was noted at the distal edge of the implanted stent, a 2.5x15 non-bsc balloon catheter was used to postdilate the implanted stent and contain the perforation. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).